Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the "patient who undergoes abdominal tomography, has high-flow PICC catheter, when injecting the contrast medium speed 2cc / sec. The catheter bursts into the distal junction."

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-l: 5.5 fr x 50 cm PICC catheter for evaluation. Visual examination of the catheter revealed a hole in the catheter just below the juncture hub. The hole was longitudinal along the catheter body and appeared consistent with a rupture from excessive pressure. The hole in the catheter is just below the juncture hub and is 3 mm in length. The catheter body outer diameter and catheter body length from the distal end of the juncture hub were measured and were found to be within specification. With the catheter distal tip occluded, water was injected into the catheter luer hubs for all 3 extension lines using a lab inventory 10 ml syringe. Significant leakage was observed from the catheter body when the distal extension line was pressurized. The location of the leak was consistent with the hole identified during visual inspection. No leak was observed from the proximal or medial extension lines. A device history record (DHR) review was performed and no manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit contains several warnings in regards to the pressure injection including to ensure patency of intended pressure injectable lumen of catheter prior to pressure injection to reduce the risk of catheter failure and/or patient complications. The IFU warns not to exceed the maximum pressure of 300 psi and not to exceed 5 injections or the catheters maximum recommended flow rate. The IFU instructs the user to apply warm contrast to the body temperature prior to power injection and that pressure limit settings may not prevent over pressurization of an occluded catheter. The instruction booklet also states to use appropriately rated 60 inch pressure tubing between the catheter and power injector equipment to minimize the risk of catheter failure. The volume priming document supplied with this kit specifies the volumetric flow rates the catheter can withstand. This catheter's max flowrate is 5 ml/sec. The customer supplied the injection parameter details stating their max flowrate was 2 ml/sec. The manufacturing facility was contacted to obtain more information regarding a pressure test performed on catheters during the manufacturing process. The facility confirmed that a pressurized leak test (in which each pressure-injectable lumen is independently pressurized to 190 psi with nitrogen) is performed on the distal lumen. All pic catheters that are produced in the facility are subjected (100%) to the test as part of the manufacturing process. The 190 psi pressure test conducted by the manufacturing facility corr esponds with a higher flow rate (6 ml/sec) than the customer stated was their max. The report that the catheter body ruptured was confirmed through examination of the returned sample. A 3 mm split was observed just below the juncture hub. The appearance of the damaged site was consistent with the catheter rupturing due to pressure that exceeded the strength of the catheter body. Functional testing confirmed the leak was only coming from the distal line. Dimensional testing and a DHR review did not reveal any evidence to suggest a manufacturing or design related cause. The manufacturing facility was contacted to obtain more information regarding a pressure test performed on catheters during the manufacturing process. The facility confirmed that a pressurized leak test (in which each pressure-injectable lumen is independently pressurized to 190 psi with nitrogen) is performed on the distal lumen, and all pic catheters that are produced in the facility are subjected (100%) to the test as part of the manufacturing process. The 190 psi nitrogen pressure test conducted by the manufacturing facility corresponds with a higher flow rate (6 ml/sec) than the customer stated was their max (2 ml/sec). Since the catheter was able to withstand the manufacturing pressure test and since the defect was reported during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports that the "patient who undergoes abdominal tomography, has high-flow PICC catheter, when injecting the contrast medium speed 2cc / sec. The catheter bursts into the distal junction."